Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump for non-malignant pain. See (B)(4) for omitted information regarding current pump being hacked and (B)(4) for previous report of overinfusion/underinfusion. It was reported that the patient states his first pump was implanted on (B)(6) 2018 and explanted on (B)(6) 2019 and that they were a part of the huge lawsuit at that time for that pump. The patient stated they were put in jail because the pump was shutting off at midnight and restarting at 6am and they were waking up in severe pain and their wife was going crazy and they were put in jail because they attacked their wife and kids and it was due to the pump being hacked. The patient stated they took out the pump on (B)(6) 2019.